Event description:
Pt's blood glucose was 17. Paramedics were called and were able to bring pt's blood sugar up to an acceptable level. Pt stated pt did not eat well that day and was increasing pt's physical activity as a result of having just started a new job. Pt has had problems with control while using a needle & syringe, also.